Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post device implant procedure, an infection was observed. Device and leads were explanted. Patient was stable throughout the procedure and will continue to be monitored while the infection is being treated.